Event description:
This pt underwent cyher stent placement in the proximal left anterior descending artery (lad) in 2004 following an acute myocardial infarction (mi). The pt was placed on plavix and aspirin post procedure and was said to have been compliant with medications. Approx 2 weeks ago the pt's medication was discontinued in preparation for a urological procedure. The pt presented in 2005 with an acute mi. Coronary angiography revealed thrombosis in the distal end of the cypher stent. The lad and diagnonal were wired and an angiojet was used to treat the thrombosis. Current pt status is stable.